Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was noted to have pericardial effusion. The rv lead remains in service. No additional adverse patient effects were reported.